Event description:
It was reported that the shocking impedance was < 20 ohms and there was a cut in the svc header pin insulation. No impedance changes were detected with pocket manipulation. The lead was capped. No patient complications have been reported as a result of this event.